Manufacturer narrative:
The patient treatment delay was due to getting a critical error when attempting to scan. After the system was rebooted, it is functioning normally. We've implemented corrective measures to mitigate risks and prevent errors. Daily calibration and quality assurance testing on the system were completed without any issues. No patient harm or other issues were reported. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.

Event description:
When attempting to scan the patient, technicians are encountering a critical error, resulting in a delay in the patient's procedure.